Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the motor device was missing the fischer cap, failed thermistor assessment, rpm out of specification, power broken, failed hand control assessment. An assessment was performed and it was observed that the wire on the ID resistor was broken, causing the rpm to be out of specification. It was further observed that the lock cylinder and pawls release were damaged causing the device to be power broken. Furthermore, it was determined that the flex circuit was corroded and worn-out causing the device to fail hand control and thermistor assessments. It was determined that the assignable root cause of the condition of the flex circuit and missing cap was due to normal wear over time. It was further determined that the issue the lock cylinder and pawl release was consistent trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause of this condition was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device fischer cap was missing, the thermistor reads "ol" (output low), low console and instrument rotations per minute (rpm), the device was power broken, and the hand control does not work. This event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.